Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, post-implant deep vein thrombosis (dvt) and pulmonary embolism. The following additional information received in the patient profile form (ppf) indicated that the device was implanted due to pulmonary emboli and thrombus in the right atrium. The patient is reported to have become aware of and or experienced pulmonary emboli approximately six years after the device was implanted and continues to experience anxiety related to the device. The patient had a history of hyperlipidemia, hypertension. The patient presented with acute onset of chest pain and shortness of breath prior to the device implant. A computerized tomography scan showed multiple pulmonary emboli and an echocardiogram showed floating thrombus in the right atrium. A trapease filter was implanted below the level of the renal veins. At the time of implant there was no thrombus noted in the inferior vena cava (ivc). The procedure was completed without complications and a heparin drip was restarted. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Pulmonary embolism and filter occlusion are known long term complications associated with filter implant and are listed as such in the instructions for use (IFU). Clotting, deep vein thrombosis, pulmonary emboli and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without the procedural films and post-implant imaging available for review, the reported event and a device malfunction could not be confirmed, nor could a relationship between the device and the reported event be established. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter on or about (B)(6) 2009. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, post-implant deep vein thrombosis (dvt) and pulmonary embolism. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate, result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, a device history record (DHR) review could not be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Neither a pulmonary embolism nor thrombus within the vessel (or in the filter) represent a device malfunction. Rather, patient, lesion and pharmacological factors may have contributed to these events. The product¿s instructions for use (IFU) indicate that filter obstruction, blood clots and thrombus formation are potential complications of filter implantation. The reported pulmonary embolism could not be confirmed without films for review. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter on or about (B)(6) 2009. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, post-implant deep vein thrombosis (dvt) and pulmonary embolism. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate, result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.